Event description:
The customer contacted stryker to report that their device was delayed in delivering shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was delayed in delivering shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device but could not duplicate or verify the reported issue. A conclusive root cause for this issue could not be determined. The ribbon cable between the power module and therapy pcb was reseated as a precautionary measure. The device passed functional and performance testing and was returned to the customer.